Event description:
It is reported that the patient experienced infusion set leaking issue on (B)(6) 2026. The leakage was at tubing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4).